Event description:
It was reported that during a self-test, the display of the cs300 intra-aortic balloon pump (iabp) was unreadable. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service representative reported that the fse that had evaluated the iabp had put the screen connector back in place, and that the iabp had been cleared to be used after his intervention mentioned in the initial emdr.

Manufacturer narrative:
In the initial emdr was reported that the getinge field service engineer (fse) was unable to duplicate the reported issue; however, the fse was able to duplicate the reported issue. When the fse touched the display or moved it there was some perturbations. It was the same when the customer transferred the iabp in another room. The fse opened the display and detected the display cable was not well plugged on the video receiver board. The fse only reconnected this cable and checked the display by moving it very hardly to make sure the connector did not move. The iabp had been cleared to be used clinically after this intervention. Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 12 month product complaint trend data for the period jan-2020 through dec-2020 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was unable to duplicate the issue. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications.

Event description:
It was reported that during a self-test, the display of the cs300 intra-aortic balloon pump (iabp) was unreadable. There was no patient involvement, and no adverse event reported.